Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported patient pc read" replace generator soon" message. The patient's ipg is unable to connect to the pc (patient controller) or cp (clinician programmer). Multiple troubleshooting steps performed were unsuccessful in resolving issue. Patient does not remember the last time they were able to connect to their ipg. Patient also mentioned that they had heart surgery on (B)(6) 2019 where the surgeon recommended that the scs system remains on during the procedure. The patient lost therapy from (B)(6) 2019. As a result patient may be awaiting surgical intervention.